Event description:
It was reported regarding five screws total, that the tulip heads popped off during a revision surgery. The original surgery was in (B)(6) 2014. Larger diameter screws has to be used which the surgeon didn't want to do originally.

Manufacturer narrative:
Cat #: 03821650; lot #: a60815. Method: device history review and device inspection. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was received back with the tulip disengaged from the bone screw. The head of the bones were examined and large indentations weren't present, suggesting that final tightening had not occurred. However, deformation was present on the tulip around the inner edge where the bone screw protrudes from. This suggests that a large amount of force was applied on the screws, most likely through persuading devices. Conclusion: the most likely of the customer reported event is over-tightening of the blocker during the initial surgery with possible lack of fusion contributing to the event.

Event description:
It was reported regarding five screws total, that the tulip heads popped off during a revision surgery. The original surgery was in (B)(6) 2014. Larger diameter screws has to be used which the surgeon didn't want to do originally.